Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 40 mg/dl and the current blood glucose 108 mg/dl. Customer treated low blood glucose with food. Customer did not stated any symptoms related to low blood glucose. Customer was not using the insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the insulin pump was not accepting new battery. The insulin pump was not turning on. The customer stated that the insulin pump was not accepting the battery. The insulin pump alarmed power error detected. Customer stated that they were not able to clear the alarm. The time clock was not visible on the screen. No further patient complications were reported. Troubleshooting was performed, the customer will discontinue the use of device.